Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving 2 ¿lo¿ (readings less than 40 mg/dl) messages on the sensor when compared to a competitor brand results of 180 mg/dl and 128 mg/dl. The customer experienced hyperglycemia symptoms including sweating and feeling faint. The customer further reported receiving third-party treatment however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be submitted once additional information is obtained. Physical investigation of product is not anticipated as reporter indicated device was discarded. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving 2 ¿lo¿ (readings less than 40 mg/dl) messages on the sensor when compared to a competitor brand results of 180 mg/dl and 128 mg/dl. The customer experienced hyperglycemia symptoms including sweating and feeling faint. The customer further reported receiving third-party treatment however, no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving 2 ¿lo¿ (readings less than 40 mg/dl) messages on the sensor when compared to a competitor brand results of 180 mg/dl and 128 mg/dl. The customer experienced hyperglycemia symptoms including sweating and feeling faint. The customer further reported receiving third-party treatment however, no further information was provided. There was no report of death or permanent injury associated with this event.